Event description:
The customer received a blood glucose reading of 200 on the contour next usb, retested on a different meter and the reading was 64mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. New meter and strips were sent.